Manufacturer narrative:
Insulin pump received with missing segment due to lcd cracked zebra connector. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that she had blood glucose of 190 mg/dl and her insulin pump was not working correctly. Customer stated that the insulin pump had missing segments on the screen and she is unable to read all the info. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.